Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after implant the patient was admitted to the hospital with a wound infection. The patient received twelve days of intravenous (IV) antibiotics. The implantable cardioverter defibrillator (ICD), absorbable envelope, and leads were explanted. A new system was implanted on the right side eleven days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.